Manufacturer narrative:
Corrections: h6 (added patient code <(>&<)> removed no code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced inflammation, adhesions, labs abnormal for amylase; wbc; lactic acid level; bun, bowel obstruction, fibroadipose tissue, tissue with areas of degeneration, vascular congestion hemorrhage, mucosal erosion, hernia recurrence, mesh migration, non-healing midline incision, extruded mesh that had eroded into the skin, drainage, infection, area of induration, abscess, nausea, vomiting, headaches, abdominal pain, wound dehiscence, erythema, bulging, dehydration, pain, distended small bowel, scarring,thinning fascia. Post-operative patient treatment included bowel resection with stapled anastomosis, removal surgery, partial mesh removal, wound breakdown, antibiotics, wound exploration, lysis of adhesions, hospitalization, IV fluids/boluses, IV pain medication, IV antibiotics, ng tube placement, exploratory lap, hernia reduction, component separation, hernia repair with mesh, scar resection, gastrostomy tube placement, intubation, ICU, use of abdominal binder.

Manufacturer narrative:
Ime e2402: labs abnormal for amylase; wbc; lactic acid level; bun, fibroadipose tissue, areas of degeneration, induration, thinning fascia) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, h6 (ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced inflammation, adhesions, labs abnormal for amylase; wbc; lactic acid level; bun, bowel obstruction, fibroadipose tissue, tissue with areas of degeneration, vascular congestion (&) hemorrhage, mucosal erosion, hernia recurrence, mesh migration, non-healing midline incision, extruded mesh that had eroded into the skin, drainage, infection, area of induration, abscess, nausea, vomiting, headaches, abdominal pain, wound dehiscence, erythema, bulging, dehydration, pain, distended small bowel, scarring, thinning fascia, seroma, pus, necrosis, perforation, purulent fluid throughout abdomen, weakness, shortness of breath, ambulatory difficulty, constipation, diarrhea, neuropathy. Post-operative patient treatment included bowel resection with stapled anastomosis, removal surgery, partial mesh removal, wound breakdown, antibiotics, wound exploration, lysis of adhesions, mesh resection, hospitalization, IV fluids/boluses, IV pain medication, IV antibiotics, ng tube placement, exploratory lap, hernia reduction, component separation, hernia repair with mesh, scar resection, gastrostomy tube placement, intubation, ICU, use of abdominal binder, drainage of seroma, stigmata of enteritis with peritoneal peel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced inflammation and adhesions. Post-operative patient treatment included bowel resection and removal surgery.